Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. She stated that in order to run the antegrade, the system flow would have to be double the usual flow and that she had to keep the vent line clamped or the pressure would be 80. She reported that after cleaning the sensor, she did not need to run any antegrade, but also noticed an issue while running retrograde. There were no reports of patient complication as a result of the alleged issue. The console was returned for evaluation.